Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1.0ml 29ga 1/2in bls 400 sg safety mechanism broke. The following information was provided by the initial reporter: material #305930 batch #unknown. Nurse gave pt. Insulin. Nurse went to activate safety and the cap malfunctioned and broke causing an accidental needlestick. Needle was discarded. No patients were harmed.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of safety mechanism failure. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Codes.